Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 1 of 4 on the home choice (hc). The caregiver (cg) stated the supply bag fell and disconnected. The cg cycled the power twice already and the hc displayed press go to start. The cg would restart with new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn, they were not contacted about the alarm. The pd rn stated the home patient (hp) puts the supply bags on a table top during therapy. The pd rn stated the hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (bag fell and disconnected) is confirmed because the caregiver stated that the supply bag fell and disconnected. Patients are advised to place solution bags on a flat, stable surface. The labeling adequately addresses the use error related to the system error 2240. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.